Event description:
Healthcare professional reported a left side rupture confirmed by mammogram. Healthcare professional reported a left side "hole, non-specific" as an observation made during surgery via rga. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on anterior assessed as surgical damage and missing shell observed assessed as inconclusive. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture confirmed by mammogram. Healthcare professional reported a left side "hole, non-specific" as an observation made during surgery via rga. Device has been explanted and replaced.